Event description:
Acct. Reports leaking at the y-junction. States there was no pt injury as the leaking was discovered during "flushing". But the acct is concerned due to the population the set is used on.